Manufacturer narrative:
The failure investigation has been completed for the cartridge change error and the alleged issue was verified. There was no investigation preformed for the cart: damaged due to no device being returned for evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer to use a back up pump for insulin therapy. Customer¿s blood glucose level was 116 mg/dl..

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.